Manufacturer narrative:
Boston scientific received new information that the device associated with this defibrillation lead was emitting beep tones, due to the low shock impedance measurement. The daily measurements had been programmed off for shock impedance and the physician planned to continue monitoring. Technical services discussed clearing the clinical event in the device to turn off beep tones. No adverse patient effects were reported. The lead and device remain in service.

Event description:
Boston scientific crm received information that this transvenous defibrillation lead exhibited a shock impedance measurement of <20 ohms. A red alert was issued in latitude for this out of range measurement. Shock impedance measurements had been in the 50 ohms range. It was noted that the patient had not received therapy recently.

Manufacturer narrative:
Technical services discussed bringing the patient in to evaluate the lead, and recommended taking shock impedance measurements while moving the patient's arm. Delivery of a maximum energy shock was the most accurate way to test the shocking system. The field representative later reported the patient was seen in the clinic on the date of the red alert. No lead issues were noted at that time. The patient will be seen again in one month. No intervention has been planned and the lead remains in service. No adverse patient effects were reported.